Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. It was unknown if the patient recovered from the peritonitis. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13c07061 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).